Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. The introducer sheath and the delivery wire were not returned. Visual inspection was performed and the main coil was found kinked and stretched. The interlocking arm was detached and it was not returned. No more damages were found in the returned device. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The main coil was stretched and kinked. Dimensional inspection of the main coil was performed and the measured dimensions were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12jan2021. It was reported that the coil was stretched and failed to separate. The target lesion was located in the gastric fundus vein. A 20mmx40cm interlock-35 cube coil was selected for use. During the procedure, the coil ws advanced but the interlocking detachable arms could not detach. After several failed attempts, it was stretched. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached.